Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0qyy5, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative via a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported there has been no progress since implant. She met with the manufacturer representative who tried all different programs and noticed no stimulation. It was set on 4.0 on one of the programs but the patient had to turn it down eventually because she felt a stomach ache or uneasy stomach. The stomach ache was relieved after decreasing stimulation. The patient had an x-ray on the day of the report to confirm the placement of the lead and would be following up with the physician a few days later. The rep later reported that the patient could not feel stimulation in post-op. Impedance was performed and no issues were noted at that time. The patient continued during the weeks following the case to not feel stimulation. The physician ordered x-rays and at the follow-up visit the x-ray showed the lead migrated away from the sacrum. The patient was going to have a revision of the lead in may.

Event description:
Additional information received indication that the patient got a new implant on (B)(6) 2016 due to lead migration that occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.